Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump consumed batteries within two days when she was previously used to changing the battery once a month. The patient's blood glucose at the time of incident is unknown. The device also alarmed unexpected restart error. Troubleshooting was initiated for the unexpected restart error alarm. The customer had received multiple unexpected restart error alarms and signal too low alarms; the customer may not have been correctly clearing the alarms. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart error alarm occurred shortly after inserting a new battery. The customer was advised to monitor the pump and call back if issues recur. The insulin pump was returned and replaced due to bad battery life and multiple alarms.

Manufacturer narrative:
The pump was received with high idle current due to a faulty component on the mother board. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. No battery out limit or external ram crc error alarms were noted. The pump was received with minor scratches on the lcd window.